Event description:
On (B)(6) 2013, it was reported that the patient experienced a seizure cluster and needed an adjustment to the vns settings. Attempts have been made for additional information; however, they were unsuccessful. No additional information has been received.